Event description:
The account alleged that the left head siderail has a broken weld and will not latch in the up position. He indicated there were no injuries and didn't know if a patient was in the bed.

Manufacturer narrative:
Repairs have not been completed.